Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guide compression of a pseudoaneurysm by the used after the angio-seal device has been placed.

Event description:
It was reported that following a percutaneous coronary intervention (pci), an 8f angio-seal evolution was selected for use. A pre-deployment angiogram revealed a left common femoral artery puncture with no calcification. A 7f zeon sheath was used during the procedure. The next day, the pt was discharged from the hospital. Two days later, the pt returned to the hospital with swelling in the left inferior limb. A pseudoaneurysm was noted and surgery was performed. The pt reportedly has recovered. An angio-seal sts plus was also deployed in the right common femoral arteriotomy and a small hematoma formed which was treated with manual compression and no complications were reported. The pt was given heparin (type and dose unk).